Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-29040. Related manufacturer reference number: 2017865-2021-29041. Related manufacturer reference number: 2017865-2021-29043. It was reported that a patient presented in-clinic. Upon examination, the area surrounding the patient's device pocket had developed a small bump, which revealed pocket infection. The patient's entire system was explanted on (B)(6) 2021. No patient consequences or additional adverse symptoms were reported.